Event description:
It was reported that the patient presented for device change-out due to normal battery depletion. Patient has had a history of high capture threshold. Externalized conductor was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.